Manufacturer narrative:
(B) (6): the complaint device was not returned for analysis. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 100% stenosed, totally occluded, de novo lesion located in the moderately calcified, moderately tortuous left sfa (superficial femoral artery) with a 6.0x60/135 sterling balloon catheter. The physician experienced resistance upon advancing the balloon catheter to the target lesion. The balloon was inflated three times with no problems (10 atms/180 seconds, 12 atms/180 seconds, 12 atms/240 seconds). On the fourth inflation, the balloon ruptured at 14 atms after being inflated for 10 seconds. The device was removed intact. There were no shaft kinks noted on the device prior to use. Pre-dilation was completed with this device and the procedure was completed successfully with the implantation of another manufacturer's stent. There were no reported pt complications. The pt status is listed as "good".